Event description:
A physician was attempting to inject a pt with bovine collagen when the substance began to leak out around the syringe hub, and then the needle detached. The disengaged needle fell to the floor and did not contact the pt. There were no injuries associated with this event. The contents were wiped off the pt and the procedure was completed with a backup syringe of zyplast with no further incident. If this type of event recurs an injury could be sustained.